Event description:
The customer reported that the 6800 system would not boot up. No patient injury was reported.

Manufacturer narrative:
The ge representative conducted an onsite investigation. The connectors were repaired. The system was tested and operates as intended.